Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure on a (B)(6), female patient the nforce nitinol helical stone extractor broke while in use. As reported, one of the wires broke at the distal end of the sheath. The device was removed. Another nforce nitonal helical stone extractor was opened and would not close right out of the package. This device was not used on the patient. As reported, there was no unintended part of the device left in the patient¿s body. No additional procedures were required and there were no adverse effects to the patient because of these occurrences. Two related reports have been filed to capture the both reported failure modes occurring during the same procedure. The broken basket wire is reported in MFR. Report # 1820334-2018-00590. The basket not closing in MFR. Report # 1820334-2018-00591.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) was not returned. A functional test noted the handle does not actuate the basket formation. A visual examination noted the basket sheath is damaged starting at the distal tip of the support sheath and extends 1.7 cm. The basket sheath and support sheath are attached. The damage to the basket sheath prevents manual actuation. There is severe compression of the basket sheath. The device history record was reviewed and noted there are no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint that has been received associated with lot number 7136587. The instructions for use (IFU) provides the following instructions in the precautions section: enclose the device in the sheath before removing from the tray / holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Evaluation and testing of the returned device found the basket was open and could not be closed due to sheath damage. The sheath was buckled at the support tube. The buckling effectively shortened the length of the sheath, preventing the basket from closing when the handle was actuated. A review of relevant manufacturing documents concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.